Manufacturer narrative:
The incident device anticipated to return. Follow up will be provided within 90 days or upon completion of investigation.

Event description:
Lap nissan fundoplication - "grasper would not release pt's tissue. Both rnfa and surgeon tried to release grasper with no success. Surgeon had to pull grasper out of the pt with the tissue still attached between the grasper jaws. Surgeon noted a tear in the pt's stomach following removal of the grasper." "Surgeon repaired the tear in the pt's stomach."